Manufacturer narrative:
The cause is that the air containing moisture that has entered the objective lens/led condenses due to temperature changes and causes fogging. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805.

Event description:
The instrument presents the foggy image and spot on image. The probe has no trauma.